Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2018 with the implant of an afx2 bifurcated stent graft (bsg) and a gore (non-endologix) thoracic stent graft (42mm) instead of an afx vela cuff. Routine follow-up computed tomography scan performed on (B)(6) 2025 identified a type iiib endoleak at the bifurcation of the afx2 bsg. Reintervention was completed on (B)(6) 2025. The initially implanted afx2 bsg was relined with a new afx2 bsg, and two afx limb stent grafts were implanted. The patient was reported to be recovering and doing well. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the main body and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. Device, user procedure or anatomy relatedness of complaint cannot be determined. No procedure related harms were identified. At the time of the index procedure, there was off label concomitant product use of a non-endologix cuff and fixation device. It is unclear if this contributed to the reported event. Additionally, there was cautionary use as it was reported that the patient was lost to follow up. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.